Manufacturer narrative:
This report has been identified as event ten of b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and or additional pertinent information becomes available, a follow up report will be submitted. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states; however, this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): event 10. Disconnection of the connector.